Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced nausea and multiple activations (turning off the device) while riding in a hybrid car. The healthcare provider reported that this took place in 2009. No other information was known by the reporter. Please refer to mfg. Report # 3004209178-2013-07408. This patient also had issues with the 2009 (B)(4) and her deep brain stimulation device. However, this patient had a newer platform.

Event description:
It was reported that the symptoms were worse when he was sitting in the front seat of the car when the car battery was being charged.

Manufacturer narrative:
(B)(4).